Manufacturer narrative:
Additional narrative: the product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The serial number device is unknown; therefore, the manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified spine surgical procedure, it was discovered that the motor device and attachment device heated up when used together. The reporter indicated that when the two devices were observed to be heating up, the user replaced the attachment device with another attachment device. It was reported that the same motor device was used throughout the duration of the procedure. The reporter stated that it was unknown if the motor device stayed hot after switching to the spare attachment device or if the temperature of the motor device declined to its normal/comfortable temperature. There were no delays to the surgical procedure. The reporter stated that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the burr devices were used together with the attachment device. It was further reported that there were no alleged malfunction again the burr devices. According to the surgeon, the motor device was not hot once the attachment device was replaced. The reporter suspected the issue was with the attachment device and had the surgeon with to a different attachment device. The burr devices has been included in this event and added in the concomitant medical products section. The product code, brand name, common device name, catalog number and 510k classification were all documented as unknown in the initial report. Subsequent follow-up with the customer, additional information were received and all the aforementioned fields were updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.